Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels that ranged from 18 mg/dl to 60 mg/dl; cause was unknown. Customer consumed carbohydrates to address low bg. Additionally, it was reported that the customer intermittently did not deliver a large enough bolus to cover for the carbohydrates consumed which resulted in bg values elevating to a "high" level with trace ketones. Customer delivered a correction bolus via the pump to address elevated bg.